Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 51 mg/dl at the time of incident and the current blood glucose level was 76 mg/dl. Customers other blood glucose value was 81 mg/dl and 85mg/dl. The customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.